Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a magnetic resonance imaging (MRI) scan. After the scan, device interrogation revealed, the patient's implantable cardioverter defibrillator (ICD) exhibited imprecise results that did not match the interrogation results prior to the scan. Re-interrogation revealed interrogation results similar to the results prior to the MRI scan. The patient was stable.